Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was attempted to be used during a dilation procedure performed on an unknown date. During the procedure, the pressure gauge is off and not on zero. The procedure was completed with another pneumatic inflator. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.